Manufacturer narrative:
The initial MDR 2432235-2017-00527 was filed on september 28, 2017. Additional information (10/02/2017): a siemens customer service engineer (cse) revisited the customer site and performed service repair (mixer2 paddle rod and rotation motor). Quality control was verified. No issues have been reported since the service intervention. A siemens headquarters support center (hsc) specialist reviewed the information provided and concluded that there was no method or reagent issue. The issue was resolved by service repair. The cause of the discordant, falsely low concentrated carbon dioxide result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The initial MDR 2432235-2017-00527 was filed on september 28, 2017. The first supplemental MDR 2432235-2017-00527_s1 was filed on october 27, 2017. Additional information (09/20/2017): while a siemens customer service engineer (cse) was at the customer site on (B)(6) 2017, he aligned the reaction cuvette washer (wud) and dilution cuvette washer (dwud) nozzles into the cuvettes. The cse then performed wud and dwud maintenance and aligned the reagent probe 1 into the cuvettes. The cse also aligned the dilution mixer height and dilution probe into the cuvettes. The cse replaced and aligned the reagent 2 probe and checked the height of mixer 2. The cse aligned and cleaned wud and dwud probes and reset height for dilution mixer. During the multiple follow-up visits, the cse checked the amplifier connection, removed control carousel sample area and dried condensation. The cse found that the probe was bent. The cse checked the alignments and ran wash. The cse verified the reagent 2 mix and replaced the dilution probe aspiration pump and sample probe seals. The cse proactively replaced valves on the sample dilution probe and sample probe. Quality control was verified. The cause of the discordant, falsely low concentrated carbon dioxide result on one patient sample is unknown.

Manufacturer narrative:
A siemens field application specialist (fas) was dispatched to the customer site. The fas determined that the customer had obtained a new sample ((B)(6)) from the patient and ran it on the same instrument for troubleshooting purpose, which resulted higher than the initial result and matched the repeat result obtained on the original sample. The fas checked both samples visually and neither of samples exhibited signs of fibrin or clots. The samples were properly centrifuged and clear of hemolysis/icterus/lipemia. The event log did not show any indication of processing error. However, there was a "9188 check the rvts" error (vacuum tank error) prior to sample processing. No other samples from same time frame showed any similar discrepancy. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the probe alignment and determined that the sample dilution probe (dpp) was touching the edge of the dilution tray cuvettes. The cse replaced the dpp and the customer checked the alignments and washing. The cause of the discordant, falsely low co2_c result on one patient sample is unknown.

Event description:
A discordant, falsely low concentrated carbon dioxide (co2_c) result was obtained on one patient sample on an advia 1800 instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low co2_c result.